Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting an intraocular lens using the preloaded insertion system, model pcb00, the haptic came out first and into the eye. The lens was not implanted. There was no patient injury or incision enlargement. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed and the lens was observed advanced from the storage chamber to the lens cartridge and the lens was observed stuck at the cartridge tip. The lead haptic was observed unfolded. The reported complaint was confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There were no related non-conformance reports or deviations/discrepancies for the po. During manufacturing process, haptics are inspected for alignment and tested to make sure lens and haptics unfold as per the defined specifications. Testing is performed to evaluate the function of the subassembly and final assembly for lens delivery through the preloaded system. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.